Manufacturer narrative:
Submit date: 07/22/2016. An investigation is currently underway. Upon completion, a full report shall be provided.

Event description:
It was reported to covidien on (B)(6) 2016 that the customer experienced an issue with an enteral feeding pump. The customer reports that the unit's rotor turns clockwise. The reported issue was discovered during pm testing. No patient harm reported.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states ¿the rotor of unit turns clockwise.¿ the unit was triaged and the customer¿s issue was investigated and although it could not duplicate, service did observe evidence sufficient to verify -- valve shaft is over-rotated and would not allow a set to be loaded and the gearbox is leaking lubrication which indicates that the gearbox is beginning to lockup where both the rotor shaft and valve shaft will tend to rotate together instead of individually. The most likely cause of this issue is due to the shaft material that was used. Design enhancements were put in place in february 2016 to enhance the strength of the shaft material. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.